Event description:
It was reported that the 6895 shower commode chair is very wobbly and end user is afraid to use it. She states she has contacted vitality and they haven't done anything since dec. She alleges the wheel locks are bowed out and the seat upholstery is tearing . She alleges she has to put it up against her dresser because she is afraid that it will collapse with her in it. I asked her to not use it and she states she has to that is the only way she can bathe.